Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. No trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported that suddenly there was no sound when using the device. The user has been re-implanted.

Event description:
The user reported that suddenly there was no sound when using the device. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.